Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.